Event description:
It was reported that the patients leads had high impedances. The patient underwent an ipg and lead replacement procedure. It was unknown as to why the ipg was replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 15539365/15539366.